Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet system experienced a transient elevated blood glucose, with the highest continuous glucose monitor (cgm) value of 195 mg/dl following a breakfast that was announced as a less-than meal; the user later reported a fingerstick of 145 mg/dl. Symptoms included hyperglycemia without report of severe manifestations. Outcomes included self-resolution without medical intervention or hospitalization. Investigation included review of the reported glucose data, meal announcement details, and user-reported measurements. Investigation of this case revealed that the event was consistent with expected postprandial hyperglycemia associated with an underestimation of meal size rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors involving meal announcement accuracy.